Event description:
It was reported that a mild to moderate skin irritation occurred which resulted in medical intervention. It is the primary treating physician's opinion that it is not serious, but is related to either the exogen unit or the ultrasound gel, as the irritation is the same shape as the transducer.